Manufacturer narrative:
The guide wire was received at csi for analysis, along with the oad. A visual examination confirmed that the guide wire was fractured, and that the spring tip section was not returned. Scanning electron microscopy analysis showed evidence of torsion on the fracture face as well as radiopaque transfer on the oad tip bushing. This evidence is an indication that the spinning driveshaft made contact with the spring tip causing the fracture. This is consistent with details reported to csi. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The root cause of the fracture is considered to be use not consistent with IFU. The diamondback coronary orbital atherectomy device instructions for use warns: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The orbital atherectomy device jumped forward during advancement through the lesion and the viperwire guide wire was inadvertently pulled backward. The tip of the guide wire fractured off. The fragment could not be retrieved with a snare device and was stented against the vessel wall. The procedure was completed with balloon angioplasty and stent placement. The patient was discharged to home the same day.